Manufacturer narrative:
The tech replaced the bed exit alarm circuit board to repair the bed.

Event description:
Info received indicates while performing a function check ,the tech found the bed exit alarm led would illuminate and flash, but there was no audible.